Manufacturer narrative:
Encore is attempting to retrieve this info. A follow-up report will be submitted when this info is received.

Event description:
Revision surgery-pt had limited range of motion with scar tissue. Removed insert, removed debris and replaced new insert of same thickness. Device did not malfunction.